Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, moderate tortuosity and 90% stenosis. The balance middleweight (bmw) universal ii guide wire faced resistance with the anatomy during advancement. When the wire was removed from the anatomy, the black coating was noted to be peeled. A new wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during advancement, the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 90% stenosed lesion, resulting in the reported difficult to advance. Manipulation of the guide wire, when resistance was encountered, likely contributed to the reported polymer peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.